Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample of the set was returned for further evaluation. One empty bag was returned and was forwarded to the manufacturer for invesitgation. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user noted particulate material floating within a bag during infusion on a patient. Customer stated that they observed "10-15 small particles" that were floating and "white/translucent" in color. The volume of the bag was 1000ml, and 600ml had been infused before the particles were discovered. Nothing had been added to the bag prior to infusion. No injury reported. It should be noted that this report is specific to the IV administration set.